Event description:
It was reported that the device had error code 242.4030 . There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of door handle stuck or jammed was confirmed. ¿ on (B)(6) 2025, lvp was received unboxed and with paperwork. ¿ the latch appears to have flash which is causing it to stick. ¿ tamper seal installed too close to the edge. Replace the tamper seal. ¿ root cause: the latch appears to have flash which is causing it to stick. Supplier defect. ¿ recommend san diego repair center realign door cover assembly and the tamper seal label. ¿ unit will be re-tested by bd san diego repair center, then routed through their normal processes. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.